Event description:
It was reported that the patient presented remotely. Review of the transmission showed pacemaker battery voltage measurements near the elective replacement indicator (eri) range without an eri alert. It was also noted that several voltage values were below 2.60 v; however, the device had not reached the internal eri trigger voltage required to declare eri. Pacemaker was explanted and replaced with new device. There were no patient consequences.